Event description:
Limited information was reported from the user facility regarding a pt that experienced some bleed out thought the y-site of this intravascular administration set. This was a pt receiving chemotherapy and it is alleged that the luer-lok cap became detached from the y-site, which led to some blood refluxing out the open y-site.